Manufacturer narrative:
A ge rep evaluated the system and found the image processor needed to be replaced. The customer had not yet approved repair. No conclusion can be drawn as further repair info is not available.

Event description:
The customer reported the system would not produce images. There is no report of pt injury or death.